Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the pump display screen was blank. It was also noted that, although the display screen was blank, the pump produced audible tones and vibrations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/07/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/17/2013 with the following findings: during investigation, the pump powered on and the display was blank. The pump case was removed and the display screen was found to be cracked/damaged. A test screen was inserted and found to function properly.